Manufacturer narrative:
Tw (B)(4). The device was returned to the factory for evaluation on 03/11/2025. An investigation was conducted on 03/25/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. There were no visual defects observed on the intact heater wire. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after the 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436. The resistance value was measured at 0.67 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device and the evaluation results, the reported failure "failure to deliver energy" was not confirmed. The lot # 3000456892 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to: (B)(4). The hospital reported that during ligation phase of an endoscopic vein harvesting procedure, vasoview hemopro 2 would not deliver energy. Performed troubleshooting and eventually opened another vh-4000 to complete the case without further incident. A delay occurred to perform troubleshoot and opening of another kit but did not delay the completion of the case. No patient injury reported